Event description:
It was reported that the customer was receiving no delivery alarms on her insulin pump and her brand new insulin was turning milky as soon as she would fill the reservoir. The customer's blood glucose was 244 mg/dl. During a 5.0 unit fixed prime, insulin did not exit the tubing. The customer reported that insulin did not exit with a plunger push. The customer was advised to replace infusion set and reservoir. The customer discovered during troubleshooting that all of her reservoirs were expired. It was advised that this could be causing the issues. The customer changed out the set and had no further issues. Nothing further was reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).